Manufacturer narrative:
It was reported that the device was explanted due to dislocation. This report is filed august 6, 2014.

Event description:
Per the clinic, the device was explanted on (B)(6) 2014 due to an unspecific device issue. The patient was reimplanted with a new device during the same surgery. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
(B)(4).